Event description:
The customer contacted heartsine to report that their device's on/off button does not work. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. Corrosion was found on the on/off contact pads of the membrane pcb. The fault could not be replicated after clearing the corrosion. The cause of the reported issue was determined to be storing the device outside of the indicated conditions. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device's on/off button does not work. There was no patient involvement reported with the event.